Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The surgeon requested to continue to use old design of interface arm.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the surgeon requested reinstallation of the old design of the interface arm. There was no patient involvement reported.

Manufacturer narrative:
During the review of all complaints associated with field action, it was identified that this complaint is related to (B)(4) implementation, this is a record of the action performed as part of the fsca/recall actions and not a complaint. This action is part of correction at customer site. Therefore this is not a reportable complaint.